Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main half height drawer 4.1 was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4-1 on main pocket d6 was failed. A field service engineer cleaned and reseated the cables to restore functionality to the cubie. Power management settings on the machine were turned off to prevent further issues. To test the repair, the field service engineer ran diagnostics and had the customer inventory the drawer, with no issues reported. The system functioned as intended after the field service engineer repaired the device.